Manufacturer narrative:
The account is removing the bed from service without repair, and scrapping it. Pursuant to our response to warning letter (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that flame and smoke was witnessed caused by the capacitor venting. There were no injuries reported.